Manufacturer narrative:
P-cap was attached and locked into place properly during inspection. Upon battery installation, the pump displayed a critical pump error (open book image) alarm. Due to the presence of the critical pump error (open book image) alarm, the unit was unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self test. The unit was cut open to perform a visual inspection, and moisture damage was found on the electronic assemblies, separated to the electronic stack. During visual inspection, the following cosmetic and physical damages were noted: pillowing keypad overlay, scratched case, cracked case, cracked battery tube, cracked battery tube threads, and a cracked corner of the belt clip rails. In conclusion, the critical pump error (open book image) alarm was confirmed due to moisture damage on the electronic assemblies, separated to the electronic stack. Customer allegations of damage were also confirmed, including cracked battery tube threads within the battery compartment and damage to the belt clip rails, specifically a cracked corner of the belt clip rails, as well as a cracked case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced critical pump error (open book image) and a crack on the battery tube side, belt clip rail of the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The damage was not affecting/impacting pump functionality. Explain the pump performs safety checks and an error was found. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.